Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 8fr angio-seal vip was received for product evaluation. Only the carrier tube assembly was returned. No other accessory components were returned. Visual inspection revealed that there was a kink at the proximal portion of the carrier tube assembly. The deployment sleeve of the device was in forward lock position. The distal tip of the carrier tube assembly was then examined under the microscope and the anchor was found to be intact and fully exposed. The bypass tube was not returned with the carrier tube assembly. No other visual anomalies were noted. IFU states: confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal device at the bypass tube. Cradle the angio-seal carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the insertion sheath hemostatic valve. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that kink observed was likely caused while handling or inserting the device into the hemostatic sheath; off-axis forces have been known to cause kinks within the carrier tube assembly. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Lot number: potential lot numbers: 06099681 or 06101091. Expiration date: lot # 06099681:31oct2020. Lot # 06101091:31jan2021. UDI: lot # 06099681:(B)(4). Lot # 06101091: (B)(4). Implanted date: device was not implanted explanted date: device was not explanted device manufacture date: lot# 06099681: 20nov2019. Lot# 06101091: 10feb2020. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/ potential lot# combinations was conducted with no findings. This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2020-00491.

Event description:
The user facility reported that the two angio-seal devices kinked when they were inserted into the sheath. A third device was inserted with success. The patient's condition was stable. The procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 23jul2020. The procedure being performed was a peripheral angioplasty. A 7fr procedure sheath was used. The physician was inserting the carrier tube when the device kinked. A pre-deployment angiogram was performed.